Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log was not provided. The reported device was not returned for investigation but servicing was performed by local team. The only information we recerived was that the power supply board was replaced to solved the reported issue. The defective part could not be sent back to brézins for further investigation therefore the root cause of this issue remains unknown. To our knowledge no patient consequences have been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Device not switching on.